Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Clinical resource manager reported immediately upon use the tracheomytube's pilot balloon detached from the inflation line during clinical use. There was no adverse health outcome reported for the patient.